Manufacturer narrative:
The unit was received in the carefusion factory service department for repair where the reported incident was reproduced and isolated to the main printed circuit board. In the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while on a patient the unit was generating "vent inop", "motor fault", low pip", "xdcr fault" and "high pip" alarms. The patient was placed on an alternate ventilator and there was no harm.

Manufacturer narrative:
The carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported alarmed of "vent inop, motor fault, circuit disconnect, low ve, and xdcr fault." The failure was caused by a slow solenoid located on the circuit board.

Manufacturer narrative:
Device evaluation: results of investigation: the turbine assembly and exhalation valve assembly were routed to the failure analysis lab for further evaluation. The turbine was evaluated and found toe be functioning and no failure was duplicated. The exhalation valve was evaluated and the issue was confirmed and isolated to the valve being contaminated causing the valve body to not seal properly and the locking button to stick.